Event description:
Pt alleges receiving breast implants in 10/89. Pt also alleges having the possibility of silicone implants being ruptured. Pt is in the process of seeing her dr and having her implants replaced.